Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif for left calcaneal fracture with the products in question. When the nail was extracted on friday, (B)(6) 2022, three of the locking screws were broken from the root (probably meaning just below the head), and dislocation of the fracture was also observed. The physician in charge has asked to investigate whether there have been any reports of 2.7 locking screw breakage in cases in which va calcaneal has been used. No further information is available. Concomitant device reported: va-locki calcaneal pl 2.7 med l64 le ti (part# 04.211.403s; lot# 8l92134; quantity: 1). This report is for one (1)va lockscr ø2.7 head 2.4 self-tap l32 ta. This is report 2 of 3 for complaint.